Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned with the blade scratched and cracked. An error code 5 was noted. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure" and "avoid accidental contact with other instruments during use."

Event description:
It was reported that during a lap adrenalectomy procedure, they assembled the device and began the case. They got an error code 5. Took instrument out of cavity and took through test. Still got error code. Finally got another one to finish the case. No patient consequence